Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed and the device failed a test step for low oxygen flow during testing. The device's internal battery pack was replaced, and the gray foam has been reseated to address the issues. Device passed all testing.